Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced faulty sample probe 1 mixers and aliquot drain. The cse performed bottom of cuvette correction on reagent probe 1, reagent probe 2 and sample probe 1 (s1). The cse performed a quick check, a total service visit and quality control, which passed. A siemens headquarter support center (hsc) specialist reviewed the instrument data, which was consistent with the findings of poor sample mix. Hsc concludes the cause of the discordant, falsely low glu result was related to poor sample mix which was resolved by replacement of s1 mixer. Hsc could not rule out poor sample quality as a potential contributing factor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu result.